Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to anterior knee pain. Intra-operatively, the patellar component was found to have a lateral fracture and the pegs sheared off. The patellar component and liner were revised. Rep can provide pictures and confirmed that no further information will be released by the hospital or surgeon.